Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Blood was visible leaking from a crack at the top of the dialyzer. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Although requested, no further information has been made available by the user facility. A request was made to the user facility for the return of the dialyzer to the manufacturer for physical evaluation, however, to date, the complaint device has not been received for analysis.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.